Event description:
On june 28, 2007 customer reported that twenty seven days earlier, an I-stat pt/inr cartridge yielded a result of 1.3 on a patient. Since the patient was having other tests performed, a repeat pt/inr was ordered and the laboratory result on the same day was 2.89. The patient returned for a repeat pt/inr and the result via capillary sample three days later, was 3.2 on an I-stat pt/inr cartridge. A specimen was collected via venipuncture and tested in the laboratory and the result was 2.89. As per complainant neither patient management nor patient outcome was negatively impacted by this incident.